Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose level was 124 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.